Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had e315 error code. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.

Event description:
The intended procedure was completed using the same device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.